Manufacturer narrative:
Visual examination revealed no obvious visible defects. There is dried saline in the luer and on the handle and tip. The device underwent hdx testing. The device was connected to hdx system and activated. A 120 second ablation was performed without any leaks, errors, or warnings. The average temperature was 26c and the maximum temperature recorded was 27c. A 60 second ablation was then performed and again, no leaks, errors, or warnings were generated. The average temperature was 30c and the maximum temperature was 31c. A third ablation was attempted and immediately a d07 (temp too high) error was displayed on the maestro with a temperature of 51c. A "check generator" message flashed on the metriq pump screen. Another ablation was attempted and again, a do7 message was immediately displayed on the maestro with a temperature of 53c. Continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device' lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were gross leak, gross leak, and gross leak. The handle was opened, and the inside of the handle was wet. Saline was pushed through the luer with a syringe and a leak in the irrigation lumen was identified to be under the adhesive in the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
Reportable based on analysis completed on 06may2020. It was reported that a intellanav mifi open-irrigated ablation catheter was used in an ablation procedure. After ablation a connection error occurred. The error was resolved by replacing the catheter with no patient complications. Analysis of the returned complaint device revealed a handle leak.